Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Evolve lv xlv study it was reported that a patient death occurred. On (B)(6) 2021, the subject was enrolled in the megatron cohort of the evolve lv xlv study and on the same day index procedure was performed. Target lesion was located in proximal lad (cass site #12) with 90% stenosis and was 12 mm long with a reference vessel diameter of 4.5 mm. The target lesion was treated with direct placement of a 4.00 mm x 16 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2021, the subject was discharged on aspirin. On (B)(6) 2021, 202 days post index procedure, subject expired due to unknown event circumstance and in response to the event no action was taken or diagnostics were performed. The subject passed away. It is unknown whether autopsy was performed or not. It was further reported that the primary cause was death was due to multiple diseases of aging which was a consequence of coronary artery disease and copd per death certificate.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Evolve lv xlv study. It was reported that a patient death occurred. On (B)(6) 2021, the subject was enrolled in the megatron cohort of the evolve lv xlv study and on the same day index procedure was performed. Target lesion was located in proximal lad (cass site #12) with 90% stenosis and was 12 mm long with a reference vessel diameter of 4.5 mm. The target lesion was treated with direct placement of a 4.00 mm x 16 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2021, the subject was discharged on aspirin. On (B)(6) 2021 202 days post index procedure, subject expired due to unknown event circumstance and in response to the event no action was taken or diagnostics were performed. The subject passed away. It is unknown whether autopsy was performed or not.